Event description:
Customer reported that the insulin pump has damage. Customer stated that the battery compartment is chipped. Last blood glucose value is 51 mg/dl; treated with juice. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and cracked case at display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.